Event description:
A customer reported experiencing air bubbles or gaps in their tandem mobi cartridge system during the pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer received education from technical support to ensure insulin is at room temperature when filling the cartridge and acknowledged this information. After taking corrective measures, the large air bubbles or gaps were resolved, and the customer was able to resume insulin therapy.